Manufacturer narrative:
Tech found the bed in bed shop. Bed had no brakes - when setting the brakes, bed would still roll. Replaced all parts to resolve this issue.

Event description:
Info received alleged that the bed had no brakes.